Event description:
Per the clinic, the patient experienced sagging skin above the abutment site. Subsequently, the patient was placed under local anesthesia on (B)(6) 2024 in order to cauterize the skin with silver nitrate.